Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer request preventive maintenance // the equipment does not pass the electrical safety tests. This problem has not affected the health of anyone.

Manufacturer narrative:
(B)(4). Investigation summary: preventive maintenance. Decontamination of the unit is carried out. Electrical safety tests are made. One of which fails, changed of power source is required. Serial power source replacement is performed: c1750920295 by the series: c1750920318, electrical safety tests, software update verification, quality inspection and functional test satisfaction test are updated. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.